Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, upon initial interrogation, the longevity bar was grey. The session was ended and after a few minutes, the device was re-interrogated with the same result. The device was not implanted and a new device used. There was no patient involvement.